Event description:
During a clinic follow-up, an increase in the capture threshold, decrease in the sensing, and episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.